Event description:
A 2.5mm diameter x 30mm length endeavor sprint drug-eluting coronary stent delivery system was successfully implanted in a proximal left circumflex lesion. Implant information is unknown. It was reported that the pt expired 17 days post stent implant, after a massive stroke. An autopsy report has not been obtained. No additional information has been received. Investigator assessment stated that there was a possible relation between the event and study device, and a remote relation between the procedure and the event.

Manufacturer narrative:
Results - (stroke).